Event description:
Caller reported issue with cartridge not fitting properly on pump, which was confirmed as cartridge not fully snapping into pump. Blood glucose level was recorded below 500 mg/dl, indicating no adverse impact. Customer followed instructions to inspect pump, found and removed an o-ring causing the problem, and successfully reloaded the cartridge, resuming insulin therapy.